Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the clinician that 15 days after the catheter insertion, the pt with a catheter placed in the right jugular vein, got up to use the restroom. Upon returning to the bedroom, they noticed the distal extension line had pulled from the juncture hub. As a result, the catheter was exchanged. There were no reported pt complications as a result of this occurrence.